Event description:
It was reported that during npwt utilizing a renasys touch, the message of leak alarm displayed on the screen. The leak location could not be confirmed. The customer replaced the device and continued treatment, but a canister full alarm occurred. The device was then replaced with the first serial used, and the canister also used a new one to stop the alarm. There was no patient harm. There was no delay.

Manufacturer narrative:
The device, was used in treatment was not returned for evaluation with all additional information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures. Probable cause may be a connection issue or component failure. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.